Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit and all of the advanced breathe system parts were cleaned and all seals were re-seated. The unit was returned to service. No report of patient involvement. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit did not over delivery co2. This was a monitoring issue and did not affect ventilation. The reported complaint will be noted during preuse testing, as contained in the user manual. Unit continues to ventilate and alarms remain functional. The initial MDR was not reportable. Date of manufacture provided.